Event description:
It was reported that there is "tearing in image" on the 9800 system. There was no report of pt injury.

Manufacturer narrative:
No additional info at this time. When additional info is provided, it will be reported as required.